Event description:
Event description: after performing pulsed field ablation (pfa) of cavo-tricuspid isthmus (cti) using farapulse¿, transient spasm occurred, which was relieved by the injection of nitroglycerin. It was reported that it was an off-label use of farapulse¿ pulsed field ablation (pfa) system performed for cti. The procedure was completed without any issues thereafter. The physician considered that spasm occurs due to the characteristics of pfa. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).